Event description:
It was reported that (1) tr35w was used during a laparoscopic gastric bypass procedure. It was reported by the rep that a trw35 reload locked out and would not fire. Other reloads were used the same stapler and work fine. The stapler appears to have been partially fired, engaging the lockout mechanism. It is unknown how the case was completed. There was no consequence to pt.